Event description:
As reported, the balloon of the endoclamp aortic catheter burst during the procedure. Pressure in the balloon went down several times. The cardiac surgeon refilled the balloon to reestablish the initial pressure. When ring was positioned in the valve, the balloon burst. No patient injury.

Manufacturer narrative:
The device was received for evaluation. Some dried blood was visible on the returned components. Catheter was visually inspected and found a large hole with heavy dried blood in the balloon. The edges of the burst are smooth, however there is thinning in the area that burst. Over-expanding the balloon can cause localized thinning resulting in a balloon burst. The complaint states that it is unknown how many times the balloon was refilled and total quantity filled in the balloon. The surgeon inflated the balloon to 30 cc at the start; the maximum volume that can be filled in the balloon is 40 cc. Review of manufacturing records was performed and there were no nonconformances associated with the manufacturing of this lot. The most likely root cause of the balloon burst is over inflation of the balloon during use. 40 cc is the maximum volume that the balloon can hold. However, since the exact volume that was injected in the balloon throughout the procedure is not known, the root cause cannot be identified. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.